Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device did not deliver high voltage defibrillation therapy due to the ventricular tachycardia (vt) failing in the monitoring zone. No allegation of malfunction was made against the device and the patient did not experience any adverse consequences due to the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.